Event description:
During a follow up call for a related complaint file, the care giver (cg) reported to product surveillance that she did not notice any visible damage or abnormalities with the cassette that was in use ; however, did note that solution leaked out of the top of the patient line. The cg confirmed there was no leak in the cassette. The cg stated she was able to resume therapy successfully with new supplies. The cg reported no adverse event resulting from this incident.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding low volume drain (no alarm) which occurred on the homechoice(hc) during use, during initial drain. The baxter technical service representative (tsr) had the homepatient(hp) check the patient line clamp and it was closed. The tsr had the hp check the patient line and the hp stated that there was air in the tubing. The tsr assisted the hp with ending therapy and restart with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the patient line. The report was not confirmed due to lack of product sample. A batch review was not performed because the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was use error. The patient had not opened the patient line clamp during prime and then connected. Air in the patient line was noticed during initial drain. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.